Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted a weakened area near the middle of the silicone pump segment consistent with ballooning effects. Functional testing was performed, no ballooning was observed. Pressure testing was performed and ballooning of the silicone pump segment was observed to occur at 12 psi. The ballooned area appeared near the middle of the silicone segment. The root cause of this specific event could not be identified.

Event description:
The customer reported two alaris pump syringe adapter sets with bulging silicone segments. The bulge in the silicone segment for both events occurred while infusing a 50ml syringe with sodium acetate 2meq/ml and heparin 100u/ml on an alaris syringe adapter set. This file represents the second set that was used as a replacement for the first failed set. This event occurred while priming, and the replacement set bulged in the same place as the first set. The bulge was noticed in the silicone segment when the nurse was attempting to refill the flush syringe with saline. No patient harm or medical intervention was reported. No further patient/event information was provided.